Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and led to one inappropriate tachy episode but no inappropriate therapy was delivered. Attempts to reproduce the noise were unsuccessful and insulation damage was suspected. A revision procedure was performed and this rv lead was surgically abandoned. No additional adverse patient effects were reported.